Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 1/15/2020. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Product complaint # (B)(4). The following additional information has been requested and received: was the issue noted when the subject reservoir was being activated for the first time? No further information is available. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on and a reservoir was used. The reservoir could not be locked. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.